Manufacturer narrative:
After the event, an arjo representative conducted the device¿s inspection. During the visit at the customer¿s site, the field service engineer confirmed the reported issue. The cover of the ceiling lift was reattached as there was no issue with the cover observed. The analysis performed revealed that the cover may detach when it is improperly assembled during the device service. The ceiling lift was serviced by the 3rd party company, therefore such cause could not be confirmed. The maxi sky 2 ceiling lift maintenance and repair manual (document number: (B)(4)) provides instructions on how to properly install the bottom of the unit's cover after completing activities that require removal of the enclosure. According to the document, the bottom cover of the lift should be installed and clipped (when the case is properly connected, the "click" should be heard). To sum up, while the event occurred, there was no indication of patient involvement. No injury was reported. The cover of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to a ceiling lift casing detachment.

Event description:
Following information provided by the customer, the cover of the maxi sky 2 ceiling lift detached. There was no indication regarding patient involvement. No injury was claimed.